Event description:
The customer reported that the pod alarmed during a bolus. When the pod was removed, it was noticed that the needle had never retracted.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle to retract, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.